Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device passed functional testing. It was also noted that the battery contacts were contaminated, the lower case was broken, the case was damaged near the ventricular channel output and several parts were missing from the backside of the device. (B)(4)

Event description:
It was reported that there was case damage and that service was due. The external pulse generator (epg) was returned to the manufacturer for servicing. During analysis it was noted that there was battery contact contamination. There was no patient involvement.